Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1270051. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-27. Medical device lot #: 1181919. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "three tubes have either had the caps leak or were broken upon receipt in the laboratory."

Manufacturer narrative:
H6: investigation summary bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from each batch number were functionally tested and the customer's indicated failure mode of leakage observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results for both batches. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "three tubes have either had the caps leak or were broken upon receipt in the laboratory."